Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported his blood glucose readings were off. The customer also reported that his buttons are not always responsive. The customer's blood glucose was 246 mg/dl. Troubleshooting for high blood glucose found the customer did not have any symptoms of high blood glucose. The customer also reported being on a medication that keeps his kidneys from absorbing sugar. Troubleshooting for the insulin pump found insulin was able to exit from the tubing during a manual prime. The customer also stated that there was no leak present. The customer also stated that he had to press his buttons 4 times to activate his insulin pump. No add'l info provided.

Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. Insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.